Event description:
Additional information from rep indicated that patient's appointment was set on (B)(6) 2016

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient did not have their system explanted. The patient had a heart attack on the table and had a stent placed. The patient was now on plavix and no surgical intervention was planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a company representative (rep) reported that they were able to get tremor control. The patient could still not write as well as she did in (B)(6). It was indicated that patient had a new bump on the scalp and hcp referred the patient back to managing hcp. The patient was seen by managing hcp on (B)(6) and rep had not heard an update. Patient stated it appeared the friday july 01. No trauma or manipulation to the device. A day later, rep further reported that she was informed by managing hcp that the entire system would be explanted next week. Patient now had three bumps.

Event description:
The manufacturer representative (rep) reported that the patient was programmed back in august and had great tremor control. The rep then attended an appointment with the doctor, nurse, and patient on (B)(6) 2016. The patient complained of a lack of efficacy and her tremor was not being controlled. She mentioned losing efficacy on (B)(6) 2016; she woke up that morning and turned on her device, but it would not control her tremor. The patient also brought in a list she wrote in (B)(6) and her handwriting was perfect. She just wanted to be able to write again. The rep and nurse remapped the patient and did not get a great response. The rep and nurse tried programming the patient in interleaving, constant current, and changing all lead contacts without success. Both therapy and electrode impedances were within normal limits. They even tried several positions of the patient's head and arm and ran impedances and all were within normal limits. She would be sent for a CT scan of her head to compare placement from stage 1 and x-rays to see if the system looked intact. She would also be sent to a different doctor for a second opinion and another person for program ming. No interventions were planned. The patient was not feeling any intermittent shocking sensations in her neck, head, or generator. They tried adding pressure to the generator and extension-lead connector to see if any shocking sensations and she did not feel anything. The rep later reported that the patient was still trying to coordinate an appointment with the other doctor and program mer. There were also no tests done yet. The patient's indication(s) for use were essential tremors and movement disorders.

Event description:
Additional information from the patient reported that they had a heart catheter performed, they had blockage and no prior heart issues. One stent was placed and the cause of the heart attack was noted as "blockage". The patient was placed on medications and was to follow up with their healthcare provider. The implantable neurostimulator (ins) system was removed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.